Manufacturer narrative:
The processor pca was identified to be related to the customer's original problem and not a separate observed malfunction.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's co2 was not working. There was no reported patient involvement.